Manufacturer narrative:
Clavicle crush damage was noted at 25.5-27.2 cm from the connector pin. The etfe coating was intact and the inner coil was exposed at this location. This is consistent with the observation from the field of high threshold and noise oversensing.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-17755; 2938836-2019-17754. It was reported that the patient presented to the hospital with dizziness and bradycardia. Upon interrogation of the device, high thresholds were observed on the right ventricular (rv) and left ventricular (lv) leads. Intermittent loss of capture was also noted on the rv lead. Programming changes could not be performed. The patient was transferred to a different hospital where the rv and lv leads were explanted and replaced. During the procedure, the set screw could not be tightened in the device header and the new leads could not be secured. The physician decided to explant and replace the device as well. The patient is stable.